Manufacturer narrative:
Samples just sent for evaluation on 14 apr 2026: investigation still in progress.

Event description:
Cardinal health reported to us that one of their customers complained that the needle is not discharging/ retracting.